Manufacturer narrative:
The actual device involved in the incident was not made available for the MFR to evaluate and a lot number was not reported. Without the actual sample and a lot number a thorough eval could not be performed. No specific conclusions can be drawn.

Event description:
As reported by the user facility: the fluid was leaking from the tubing chamber while in the IV pump. Pt was receiving inotropic drips along with IV fluids. Tubing was changed. Pt's blood pressure decreased during leakage, and increased after tubing change. There was no permanent harm to the pt. Additional info provided by the facility indicated the pt suffered no adverse sequela associated with this incident. It was additionally reported the leakage was from the horizon cassette area on the set while in the pump. The sample is being retained by the facility and will not be returned for eval. The lot number remains unk.